Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with flap displacement and wrinkles in right eye. A brief description of the event mentions that patient fell asleep with sunglasses on and awoke during the night with more irritation in right eye and then switched to shields). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision in right eye. Patient reported symptoms are not interfering with daily activities. Flap was lifted and stretched in right eye. Bcva from (B)(6) 2016: right eye pre-op 20/20 -7.76 x -2.00 x 75; left eye pre-op 20/30 -7.75 x -1.75 x 105.